Event description:
On (B)(6) 2014, our firm was notified of a report to the (B)(6), submitted by an optometrist. The ecp reported a pt with a corneal ulcer. The report states the pt experienced right eye pain on (B)(6) 2013 and had a decrease in visual acuity 4 days later. The pt then visited the optometrist. The pt had visited an emergency department the day before and was prescribed an "ointment for infection." On slit lamp exam, the optometrist noted a "deep ulcerative keratitis at 12 o'clock in the right eye." The pt was referred to an ophthalmologist who confirmed the diagnosis and prescribed treatment. The pt returned to the optometrist on (B)(6) 2013 and a healed scar was noted at 12 o'clock peripherally on the right eye with no decrease in visual acuity. Age and sex of the pt were not provided. Wear schedule, replacement schedule, lens care regimen and wear modality were not reported.

Manufacturer narrative:
A device history review was performed: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within spec. All sterilization requirements were successfully completed. This lot was detained for pending completion of package integrity testing per protocol (B)(4). Product was released per protocol (B)(4) testing complete for package integrity and met all requirements of the protocol. If add'l info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings. Device labeling single use or reuse. Conclusion - device not returned. No eval will be performed. No conclusions can be drawn.